Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister and rash under the lifevest equipment. Patient described the area as a huge water blister that popped, and a rash under electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone for the blister. Follow up indicated that the skin irritation improved.